Event description:
Information received during the investigation for manufacturer report number 1644487-2010-02929 revealed that high lead impedance was present at the time of the patient's initial lead and generator implant, which did not appear to be initially resolved. Information available at the time of the patient's subsequent generator replacement showed that high lead impedance was not present with replacement of the pulse generator, which indicates that the previous high lead impedance is likely due to an incomplete pin insertion of the lead. No further is available at this time on this issue. Good faith attempts to obtain additional information have been unsuccessful to date.